Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position via transapical approach, there was difficulty advancing the certitude delivery system and valve through the sheath. At the exit of the sheath, the valve dislodged from the balloon. The delivery system had ¿a sort of kink inside of the sheath¿ and when the kink released and the delivery system straightened, the valve dislodged. The valve was deployed in the abdominal aorta with a valvuloplasty balloon. A second valve was prepared and successfully implanted. At the time of the report the patient was stable. The perceived cause was unknown. There were no abnormalities noted with the sheath or delivery system prior to use. The loader was fully inserted and locked into the sheath. There were no difficulties inserting the loader through the delivery system. The valve was crimped properly. The delivery system with crimp valve was sitting in the sheath for approximately 10-20 seconds before advancing.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the balloon was fully unpleated, the balloon was able to be inflated, and the delivery system was able to be fully flexed. There were no other abnormalities observed on the delivery system. Functional testing was performed prior and after the decontamination process and the delivery system was able to be advanced through the sheath with no observable resistance. Dimensional testing was performed on the outer diameters (od) of the balloon shoulders and the inner diameter (ID) of the sheath tip and was found to be within specification. During balloon manufacturing per procedure, the balloon is visually 100% inspected for the following: fish eyes, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od and double wall thickness measurements. During balloon preparation, pleat and fold process the balloon diameter is checked and the formed balloon is visually inspected under magnification for distorted/pinched folds. During balloon laser bond prep the shoulder to shoulder distanced is 100% inspected and was found to be within specification. During delivery system final inspection, the delivery system shoulder-to-shoulder is dimensional inspected. In addition, the catheter is inspected for balloon wrinkles. The delivery system is inspected for mechanical damage (i.e. Kinks, breaks, separation), or misplaced/missing/extra/incorrectly assembled parts. During product verification (pv) testing, visual inspection prior to functional testing for kinks, and cracks, exposed braids, and loose or missing components. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history review (DHR) of work orders did not reveal any manufacturing related issues that would have contributed to this complaint. A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints delivery system insertion difficulty through sheath that were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. In addition, the review revealed no other similar complaints for valve dislodged from balloon. A review of complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of ¿delivery system ¿ insertion difficulty through sheath¿ was confirmed based on the returned condition of the devices (bend towards distal end of sheath). The complaint of ¿delivery system ¿ valve dislodged from balloon¿ was also confirmed (valve was not returned since it dislodged). However, no manufacturing non-conformances were identified. Review of available information (complaint history, lot history and DHR review) did not identify any evidence that a manufacturing non-conformance contributed to the reported events. Per report, ¿the operator has found more difficult than usual the insertion of the delivery system through the sheath.¿ per the physician¿s training manual, high push force through the sheath may be experienced and recommends to use short movements when advancing delivery system. In addition, per report, ¿the delivery system has done a sort of kink inside the sheath¿. If the delivery system bent or kinked while inside the sheath, difficulties could be experienced during advancement. The sheath was returned with a bend on the distal end indicative of insertion difficulty. A kink could also cause non-coaxial alignment of the delivery system with the sheath potentially causing the valve struts to catch on the sheath wall. During attempts to straighten the device, the valve could have dislodged from interaction with the sheath wall. The complaints were confirmed. However, no manufacturing non-conformances were identified. A definite root cause could not be determined at this time. In this case, available information suggests that procedural factors may have contributed to the reported events. No labeling or IFU/training materials inadequacies were identified and review of the complaint history for the month of november 2018 revealed that the occurrence rates did not exceed the control limits for the respective trend categories. Therefore, neither a product risk assessment, nor corrective or preventive actions are required.